Event description:
On (B)(6) 2013, this patient underwent generator revision due to end of service. At the time of surgery, it was reported that the patient¿s device was completely dead and could not be communicated with. A new device was implanted, and diagnostics were within normal limits. The explanted generator is not expected for return, per the explanting facility.

Event description:
The explanted generator was returned to the manufacturer for analysis which interrogated successfully at multiple orientations adjacent to the programming wand. The returned generator showed an end of service condition due to normal battery depletion. There were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
A battery life calculation using the available programming history revealed that the vns patient¿s device was likely at end of service on or before the date of the explant surgery on (B)(6) 2013. The explanted generator has not been returned to date.